Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenally to a pseudocyst during a drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the axios was deployed inside the cyst, however, the flange did not fully expand. The second flange was deployed, the first flange then expanded but the stent had come out of the cyst and it was no longer in the correct position. The stent was removed using forceps and the procedure was completed using a 15mm axios. There were no patient complications reported as a result of this event.